Event description:
It was reported that the device turned off with the patient was connected, and that even the device connected to the electrical network, the battery did not charge. Reportedly, the device had alarmed for an internal battery failure. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was made available and was analyzed for the investigation. Based on the log file review it could be confirmed that the device performed restarts due to a worn-out internal battery. It was not possible to confirm the age and/or the latest date of exchange of the internal battery. However, according to the log file the device had indicated a worn-out battery many times prior to the restarts on the (B)(6) 2023. The corresponding alarm message of high priority had always been acknowledged by the user by pressing the alarm reset/ audio pause button. Furthermore, the message ¿device and tube check required" which was posted on the day before the restarts occurred was confirmed by the user by pressing the alarm reset button, but no device check was performed. Additionally, the mid prior alarm message "internal battery low" was posted by the device on the (B)(6) 2023. Such a worn-out internal battery has to be replaced due to its lack of capacity. As there was no remedy measure undertake to exchange the internal battery, the device performed restarts: if the internal batteries are completely depleted, high ohmic and/or overaged and have no remaining capacity, the device reboots as a result of the internal battery test procedure. Such a reboot lasts max. 12 seconds and the device immediately resumes the ventilation with the previous ventilation parameters. There is no user interaction necessary in order to resume the ventilation. The reboot is indicated by the device by posting a device error of high priority. In the current event, the device reacted as specified. It indicated a worn-out battery and performed restarts as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.